Manufacturer narrative:
The field service engineer observed that a probe liquid level detection cable was broken and replaced the sample probe. The issue re-occurred after this action.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys estradiol iii assay on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in an estradiol value of < 5.00 pg/ml accompanied by a data flag. The sample was repeated, resulting in a value of 13.1 pg/ml. The estradiol reagent lot number was 539108. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
Upon review of analyzer data and camera images from the analyzer, it was determined that a high number of aliquoted samples had droplets on the side walls of the containers. This may lead to erroneous pipetting. Four alarms were issued on(B)(6)-2021 indicating abnormal descent of the sample probe. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.